Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus service operation repair center (sorc). Sorc found the following on the subject device. Fatigue of the turret motor. Fatigue of the high-brightness motor. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. Because turret error occurred and the high-brightness detection was malfunctioned, the front panel was blinked. Because the fatigue of the turret motor and the high-brightness motor deteriorated over time since more than 11 years had passed from the subject device had been manufactured, turret error occurred and the high-brightness detection was malfunctioned.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the front panel was blinked. There was no report of patient injury associated with this event.